Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a display was flashing. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump was not functioning, screen was flashing blank, batteries are not working. It was also reported that the battery was changed and it started to flash display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank-flashing white lcd due to cracked lcd controller on electrical board. We were unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. We were unable to verify missing segments or partial display due to blank-flashing white lcd. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.